Manufacturer narrative:
(B)(4). Correction: section b4: updated. Method: the subject mr850 respiratory humidifier was returned to our fisher & paykel (f&p) healthcare service centre in japan, where it was inspected by a trained f&p healthcare service technician. The unit was serviced and performance tested. Our investigation is based on the information provided by the f&p healthcare service technician, information provided by the distributor, previous investigations of similar complaints, and our knowledge of the product. Results: the performance test of the subject mr850 respiratory humidifier confirmed that there was no audible sound from the subject device. Conclusion: we are unable to determine the exact cause of the reported fault the mr850 respiratory humidifier product technical manual contains a maintenance schedule which instructs the user to conduct annual visual checking and performance testing of the mr850 respiratory humidifier. In addition, the product technical manual also states that "all servicing procedures should be followed by a humidifier test, and an electrical safety test to ensure proper operation". The mr850 respiratory humidifier is equipped with visual alarm indicators in addition to the audible alarm,

Event description:
A distributor in japan reported that the audible alarm of the mr850 respiratory humidifier was not functioning. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). Fisher and paykel healthcare (f&p) are currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation.

Event description:
A distributor in japan reported that the audible alarm of the mr850 respiratory humidifier was not functioning. There was no reported patient involvement.